Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, a metallic part of the upper jaw got disengaged nut nothing fell into patient's cavity. A new device was opened to continue. The disengaged part was returned. There was no patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top jaw was separated from the jaw overmold. There was no missing piece on the top jaw. Visual inspection also found the bottom jaw a was also damaged and missing overmold plastic. The missing piece was not returned. The reported condition was confirmed. The investigation found both jaws were damaged. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and overmold did disengage and does not meet specifications. The tip of the seal plate on jaw a was bent upwards at a 90 degree angle and a portion of the jaw a overmold was broken off. The device appears to have been used a significant amount. No root cause for the jaw b disengagement could be determined. The jaw a damage appears to be customer related. Engineering trained the line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.